Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was tested for leak by introducing water in the product. A leak was observed in the unit received. By the physical evaluation of the unit, the complaint was confirmed. Based on conducted analysis, the root cause was traced to manufacturing (lack of solvent in connection). For corrective actions containment awareness notification for failure mode reported to production personnel was issued by the quality engineer and covers solvent dispensers replacement was implemented. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Serial #: device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of circulation water from the connection part was observed. No patient injury was reported. No additional information is available for this complaint.